Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with an articulating vascular/medium reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the inv estigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, while transecting the fundus of stomach, the device had poor staple formation.when squeezing the handle and firing one of the reloads, there was a crack sound and some of the staples did not form well, some remained c-shaped. When attached with another reload, the situation stayed the same. A new stapler and reload were used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Event description:
According to the reporter: occurred during a laparoscopic partial gastrectomy. While transecting the fundus of stomach, the device had poor staple formation. When squeezing the handle and firing one of the reloads, there was a crack sound and some of the staples did not form well, some remained c-shaped. When attached the other reload, the situation stayed the same. There was no injury caused to the patient and no medical intervention was required.